Event description:
Surgeon suggested that automatic merge algorithm should work every time. Surgeon suggested that automatic merge should be more consistent with working, insists other software platform do not have issues with merging. No patient involvement.

Manufacturer narrative:
It was reported that the surgeon experienced automatic merge issue. A DHR and a complaint history review was performed and did not identify any contributory factors to the event. A full analysis of data logs confirmed that the automatic merging of the CT with the MRI was inaccurate. However once an automatic, semi-automatic or manual fusion has been performed, a window is displayed that allows the user verification of fusion quality and performing a final fine adjustment. This adjustment step exists as it is considered that the merger is not successful in 100% of the cases. This is a normal behavior of the device. Based on the investigation performed there is no failure of the device, the device works as expected.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon suggested that automatic merge algorithm should work every time. Surgeon suggested that automatic merge should be more consistent with working, insists other software platform do not have issues with merging. No patient involvement.